Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: the keypad was found to be fully intact. All keypad buttons were intermittently responsive to button presses. The keypad cover was removed; contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button cover was missing on the pump. Also unrelated to the complaint, the battery compartment was cracked on the side. The returned battery cap was also stripped at the threads. A test battery cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok and contrast keypad buttons reportedly were under-responsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.